Manufacturer narrative:
A ge representative evaluated the system and repaired bent pins in a connector and reloaded monitor specification files. System operates as intended.

Event description:
The customer reported the system is not displaying images on the left monitor. No patient injury was reported.